Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm 1 and cartridge alarm 05 occurred. Customer¿s blood glucose level ranged from 129-160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.